Manufacturer narrative:
Unit power up properly after battery installation. No blank display anomaly noted. Unit motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, auto off, failed batt test, off no power or low battery alarms due to motor error alarms. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced a high blood glucose of between 300 mg/dl to 400 mg/dl the and treated with insulin pump. Customer stated that the insulin pump basal settings was changed. Customer declined high blood glucose troubleshooting. Customer also reported to have received a failed battery test alarm a few months back and no troubleshooting was performed. Customer mentioned that the insulin pump alarmed motor error and troubleshooting was performed. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer also mentioned that the insulin pump screen was scratched. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.